Event description:
A report has been received from a peritoneal dialysis user facility regarding the following incident: extension set broke apart while in use. The patient was treated with antibiotics and the transfer set was then changed. This facility has been contacted for details and clarification of this event. It was learned, in speaking with the reporter of the event, that the patient was going to connect to the organizer and his tubing "just came apart". The patient received a prophylactic antibiotic and application of a new transfer set. The patient is able to continue peritoneal dialysis with no ill effect from this event. The sample is available for evaluation.